Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin squirting out during the load reservoir or fill tubing process. The customer¿s blood glucose was 75 mg/dl at the time of the incident. Customer reports the load reservoir process completed without insulin exiting out of the tubing. Customer states insulin did not continue to drip after the motor stopped. Customer also reported that the insulin pump had insulin flow block alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.